Event description:
Boston scientific received information that following the implant procedure, the shock impedance measurement on the right ventricular (rv) lead measured greater than 125 ohms. A defibrillation threshold (dft) test was performed and the shock impedance measurement following the shock was 73 ohms. Additionally, the connection was checked and confirmed to be appropriate. One day later, the shock impedance measurements were again greater than 125 ohms; however, the patient was sent home as the dft measurement was appropriate. It was recommended that the patient be brought back in to perform a save to disc. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that the cause of the high shock impedance measurements was the shock vector was programmed to triad configuration. The patient was asked to come in and have the shock vector programmed to distal coil...